Event description:
Our rep is reporting the following to us: ¿the gun was misfiring; needle broke on the 3rd pass. No patient consequences. Both complaint devices being returned¿. Also see associated MDR 1221934-2014-00039.

Manufacturer narrative:
The complaint device is not being returned; it was lost by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: the gun was misfiring; needle broke on the 3rd pass. No patient consequences. Both complaint devices being returned. The following additional information was received from our sales rep on (B)(6) 2014; the broken needle fragment was removed from the patient at the time it broke. The customer has lost the complaint devices, they are no longer being returned to mitek. Also see associated 1221934-2014-00039.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.